Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet drill catalog #: 46-1007 lot #: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2024-00055 and 0001032347-2024-00058.

Event description:
It was reported that during a bsso procedure, the screw fractured at the head when the screw was almost completely inserted. There was a two hour delay in surgery due to the need to remove the fractured screw. Additional pain medication was prescribed post-operatively due to pain, swelling, and psychological impact. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d9; g3; g6; h1; h2; h3; h6; h10; h11. A visual inspection was conducted on the returned screws. The screws show signs of multiple uses including marking and scratching on the screw surfaces. Both screws have fractured where the screw head meets the fluted portion of the screw. The screws were returned for fracture analysis. The returned screws were evaluated with optical microscopy and scanning electron microscopy. The fracture surfaces show ductile dimples which are consistent with the overload failure mode. Semi-quantitative eds elemental analysis found the substrate consistent with ti-6al-4v titanium alloy with carbon and oxygen contamination. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.